Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 450 to more than 600 mg/dl. Cause was not known. Reportedly, customer vomited as a result of the elevated blood glucose (bg). A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.